Event description:
It was reported that patient underwent total hip arthroplasty in 2007. Revision procedure was performed approx four months later, to remove fractured ceramic modular head.

Manufacturer narrative:
A retrospective review of file was performed on 10/09/07. Initial assessment did not determine event details to be reportable. During review, determination was made that details provided meet reporting requirements. Current info is insufficient to permit a conclusion as to the cause of the event. The user facility is outside of the united states. No medwatch report was rec'd. No user facility info is available. Other - examination of returned device was inconclusive.